Manufacturer narrative:
Manufacturing record for pulse generator was reviewed. Review of manufacturing record for pulse generator and lead confirmed sterilization prior to distribution. Vns therapy system labeling lists infection as a potential adverse event, possibly associated with surgery.

Event description:
Reporter indicated that patient underwent exploratory surgery of generator site due to infection approximately 3 months post implant. It was noted that infection was superficial. Generator site was irrigated with gentamycin and patient was hospitalized for 2 weeks with IV gentamycin treatment. Initial reporter indicated that patient "picks and drools" on generator site. Additional information received indicated that the patient underwent vns therapy system explant surgery due to infection approximately 2 months later. Once again patient interaction was believed to be the most likely cause of the infection. The generator was returned to manufacturer for analysis. No anomalies were identified with returned generator which may have contributed to the reported infection.